Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the connection for the interface box was loose. Once tightened, the system functioned as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the power cable for the navigation system interface box was loose. Resulting in intermittent communication. There was no patient present when this issue was identified. No additional information was provided.